Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator has a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the touchscreen had a dead spot that did not detect touch, near the bottom. The se calibrated the touchscreen, but the issue was not resolved. A replacement touchscreen was ordered. This investigation is ongoing.

Manufacturer narrative:
The service engineer (se) noted that the touchscreen was replaced. The touchscreen was then calibrated, and the device's settings were updated. The device passed all performance verification testing (pvt). The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.